Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the distal tip of an 8mm x 100mm smart control iliac self-expanding stent (ses) delivery system was frayed when attempting to deliver the device after ballooning. It was also mentioned that there was resistance felt while inserting the device and the device was unable to track towards the target lesion or cross the lesion. As a result, a new 8mm x 100mm smart control iliac ses delivery system was used as a replacement. There were no reported injuries to the patient. This was during a procedure to treat a 90% stenosed external iliac artery lesion which had moderate calcification and mild tortuosity. The device was stored and prepped per the instructions for use (IFU) and there was no damage to the device packaging prior to use. There were no damages noted on the device prior to insertion into the patient. The device was able to be removed easily from the patient and remained in one piece during its removal. The stent was still attached to the delivery system upon removal. The device will not be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, the distal tip of an 8mm x 100mm smart control iliac self-expanding stent (ses) delivery system was frayed when attempting to deliver the device after ballooning. It was also mentioned that there was resistance felt while inserting the device and the device was unable to track towards the target lesion or cross the lesion. As a result, a new 8mm x 100mm smart control iliac ses delivery system was used as a replacement. There were no reported injuries to the patient. This was during a procedure to treat a 90% stenosed external iliac artery lesion which had moderate calcification and mild tortuosity. The device was stored and prepped per the instructions for use (IFU) and there was no damage to the device packaging prior to use. There were no damages noted on the device prior to insertion into the patient. The device was able to be removed easily from the patient and remained in one piece during its removal. The stent was still attached to the delivery system upon removal. The device will not be returned for evaluation. The reported events of ¿catheter tip-frayed/split-torn¿ and ¿stent delivery system (sds)-resistance/friction-outer sheath¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issues experienced could not be determined. Based on the information available for review, it is difficult to determine what factors may have contributed to the issues experienced by the customer without return of the device. However, target lesion/vessel characteristics (moderate calcification and mild tortuosity) and/or procedural/handling factors likely contributed to the fraying of the distal tip and the resistance experienced during delivery into the patient since it was reported that there were no damages noted prior to insertion into the patient. According to the instructions for use (IFU), which is not intended as a mitigation ¿advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site.¿ based on the information available for review, there is no indication to suggest that the reported issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventative action will be taken at this time.